Event description:
It was reported that during a knee replacement surgery, the patient was allergic to the bone cement for a short time, and relieved itself without any injury. The surgery was completed according to the normal procedure. And the bone cement adverse reaction disappeared. The patient was discharged from the hospital.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the patient relieved itself without any injury nor medical intervention, the surgery was completed according to the normal procedure and the bone cement adverse reaction disappeared. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event since the event reported did not require a medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.